Event description:
Medtronic received information that after implant of this bioprosthetic valve prior to closing the chest, two leaflets appeared to be attached on visual examination. It was determined that the valve should be replaced with another bioprosthetic valve. The explanted valve was returned for laboratory analysis. There were no adverse patient effects.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, visual inspection noted the valve was received in minimal solution in the original product jar, with the valve retainer and valve holder detached. The valve was discolored showing evidence of blood contact. The valve was rotated in the stent, the right cusp of the valve to the non-coronary cusp position in the stent. Note: per manufacturing procedure, depending on the structure of the porcine tissue, a valve may be rotated to accommodate the appropriate fit to the stent. Leaflets were in a semi - relaxed position which is a normal finding for this valve as it is processed with the leaflets in a relaxed state. All leaflets were slightly stiff but flexible. This is expected since the valve went through decontamination process that includes a high concentrate of a tissue fixation and the blood contact: both are known to cause stiffness of the tissue. All leaflets and commissures were intact. The valve was tested in-house on the pulse duplicator at 70 beats per minute/65% diastole; c.o. Of 5 l/m. The hydrodynamic testing data showed the gradients were very close to the historical testing data. The regurgitations were also in the range of the regurgitation baseline. High speed video showed a normally functioning valve with all three leaflets opening fully and closing fully at all flow rates/cardiac outputs (approx 2.5, 5, and 7 l/min). Upon closure, the free edge of the right cusp displayed a minor kink near the point of coaptation on the non-coronary side. The film angle prohibited the ability to determine if there was complete closure at this location, however, the regurgitation data suggested there was no significant leakage. This kink may have been an artifact of blood exposure and internal decontamination. Conclusion: the clinical observation was not confirmed. In addition, the device history record was reviewed and showed that these products met all manufacturing specifications for product released to distribution. Internal processes for testing a valve during production ensures that appropriate back pressure is exerted, similar to what is seen in actual heart function. We have found that these same pressures are not representative of when visually checking for valve competency. (B)(4).